Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient who had an implantable pulse generator was hospitalized and had endocarditis. In addition, the patient needed pacing stimulation. The physicians have decided to explant the device and the leads, but the physician want to know some recommendations from technical service about epidardial leads implant in left ventricle by mini thoracotomy surgery. No additional adverse patient effects were reported.